Event description:
It was reported that the patient has hematoma at the generator site following implant surgery. Patient had also reported pain and swelling. The patients wife reported that the patient was taken to the ER and they used a needle to draw off fluid but found it was blood. The physician is checking him weekly to ensure it is getting smaller and healing. No further relevant information has been received to date.